Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device could not be fired even though the trigger was grasped. Crooked clip came out into the jaw. Another device was used to complete the procedure. There were no adverse consequences for the pt.